Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "fluids in the breast."

Event description:
Patient reported "feels pain in the left breast", "mentioned that the implanted prosthesis are from the recall, and feels fear and discomfort.", "a MRI was performed and it showed fluids in the breast." An ultrasound was performed and it showed a nodule and microcysts in left breast which have been deemed not related to the device. Explanting physician diagnosed patient with bilateral breast hardening, more pronounced on the right. The device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a.5a, b.5, b.6, d.6b, g.2, h.6

Event description:
Patient reported "feels pain in the left breast", "mentioned that the implanted prosthesis are from the recall, and feels fear and discomfort.", "a MRI was performed and it showed fluids in the breast. An us was performed and it showed a nodule in the breast.", "microcysts in left breast."-this is not device related and "explanting physician diagnosed patient with bilateral breast hardening, more pronounced on the right, showing diagnosis of capsular contracture." Baker grade was not provided. Mild hepatic steatosis¿. - this is not device related. The device has been explanted.